Manufacturer narrative:
No report of patient involvement. A ge healthcare service representative performed a checkout of the equipment and confirmed leak occurred from a loosened screw that fastens the bag arm to the unit. The bag arm was secured, and the unit was returned to service.

Event description:
The hospital reported the unit had a large leak in manual mode, discovered during pre-use testing. There was no report of patient involvement.